Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product at explant. No benchtop hemolysis testing and analysis is possible. Should the team relay more information that leads to a root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center in the EU had an impella 2.5 which was supporting a patient admitted with myocarditis, explanted on day 7 due to hemolysis concerns. There was no other intervention noted. Upon explant the medical team placed a new impella which supported the patient for another 13 days.